Manufacturer narrative:
Analysis was unable to confirm the reported sensing issue with the analyzer. The analyzer passed all incoming functional and system tests. There were no abnormalities noted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was oversensing during a procedure inducing bradycardia in the patient. A different analyzer and cables were used, but the programmer was still acting strangely. The sensing measurements would continuously measure and then disappear. The user attempted to save the measurements but the saved files were not present in the programmer save log. The lab staff had to urgently connect the patient to a different external pulse generator (epg). The programmer was returned for service. The patient is alive and no further complications were reported as a result of this event.